Manufacturer narrative:
No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found liquid crystal leakage in liquid crystal display (lcd), cracked tank cover, and outdated printed circuit board (pcb) and power switch. Functional testing found over half of the lcd is black confirming the customer complaint. The root cause of the issue could not be determined. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the customer cant see anything on the display. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.